Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a cori assisted ukr surgery, the real intelligence cori started collecting points on the femur after the surgeon had taken his foot off of the pedal and removed the probe off of the femur bone. The points being collected were taken in space and without anyone touching the cori ((B)(4)) additionally, two real intelligence robotic drill guards broke at the weld while burring the femur. No pieces fell inside the patient ((B)(4)). The procedure was completed with the second broken guard. No significant delays and no patient injuries were reported.

Manufacturer narrative:
Internal complaint reference (B)(4) supplemental report 3010266064-2022-00488 has been resubmitted to the FDA due to an issue receiving ack3 in 11-jun-2022. Per ticket: (B)(4) the report number 3010266064-2022-00488 with the core ID (B)(4) (which got rejected with the duplicate report error) was received successfully through another submission with the core ID (B)(4). However, ack3s are no longer available in our system as this is an old submission. Results of investigation: the real intelligence cori, pn rob10024, (B)(6), used for treatment was not returned for evaluation. A visual and functional evaluation could not be performed. A review of the provided log files was completed with the software team, and a relationship between the reported event and the device could be determined. The completed evaluation verified that this is an occurrence of a known software bug. Gltk library handles the foot pedal input as well as touch screen input. This error happens when both inputs are activated simultaneously. Because of this, the system continues to collect data points even after the surgeon releases off the foot pedal. Based on the instructions taken from the IFU, the continue button is disabled while the software is updating the virtual bone surface. The user correctly moved past the issue by erasing points previously collected, and recollecting. The most likely cause of this issue is related to a known software bug. A review of manufacturing records indicates the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a cori assisted ukr surgery, the real intelligence cori started collecting points on the femur after the surgeon had taken his foot off of the pedal and removed the probe off of the femur bone. The points being collected were taken in space and without anyone touching the cori. No significant delays and no patient injuries were reported.

Manufacturer narrative:
The real intelligence cori, pn rob10024, (B)(6). , used for treatment was not returned for evaluation. A visual and functional evaluation could not be performed. A review of the provided log files was completed with the software team, and a relationship between the reported event and the device could be determined. The completed evaluation verified that this is an occurrence of a known software bug. Gltk library handles the foot pedal input as well as touch screen input. This error happens when both inputs are activated simultaneously. Because of this, the system continues to collect data points even after the surgeon releases off the foot pedal. Based on the instructions taken from the IFU, the continue button is disabled while the software is updating the virtual bone surface. The user correctly moved past the issue by erasing points previously collected, and recollecting. The most likely cause of this issue is related to a known software bug. A review of manufacturing records indicates the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.